Event description:
This is a report by a consumer with supplemental information from a nurse in (B)(6) of patient made mistake and or touch contamination resulting in peritonitis in a male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on (B)(6) 2012. The cause of the peritonitis was the patient made a mistake/touch contamination. The consumer also stated that he thought the peritonitis came from the air. On (B)(6) 2012, the patient was discharged from the hospital. Treatment for the events was not reported. The patient reportedly was recovering from the peritonitis. The patient outcome is unknown. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number are unknown. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique as stated by the patient had a mistake/touch contamination; however, the assignable cause code could not be determined, since we are unsure why the patient had a mistake/touch contamination which was the cause of the breach in aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients are instructed to discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.